Manufacturer narrative:
A2) patient age - mean age 76 years (range 54-91 years). A3a) patient sex - 17 males, 14 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for an angiosculpt otw pta device. D4/g4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from belgium, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, dissection and re-stenosis are listed as potential adverse effects with use of the angiosculpt otw pta catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01feb2009) ¿use of the angiosculpt scoring balloon for infrapopliteal lesions in patients with critical limb ischemia: 1-year outcome¿. The study retrospectively aimed to evaluate the safety and efficacy of the angiosculpt scoring balloon in the treatment of infrapopliteal occlusive disease in patients with critical limb ischemia (cli). A total of 31 patients/36 lesions endovascularly treated for severe infrapopliteal disease were enrolled in the study between april 2005 and april 2006. The lesions were sequentially treated with spectranetics angiosculpt otw pta scoring balloon catheter. Procedural complications included 3 minor dissections, 8 suboptimal stenosis reduction, 2 major amputations, and 9 additional endovascular repairs for recurrent cli and received all pta and/or stenting for significant residual stenosis at the infrapopliteal vessels. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01feb2009 has been used, the date of publication. Bosiers m et al_2009_ use of the angiosculpt scoring balloon for infrapopliteal lesions in patients with critical limb ischemia: 1-year outcome. Vascular, vol. 17, no. 1, pp. 29¿35, 2009. Doi: 10.2310/6670.2009.00001. This report captures the serious injuries that occurred after use of the angiosculpt otw pta device. There was no alleged malfunction of any spectranetics devices in use during the procedure.